Event description:
On (B)(6) 2013, the pt was emergently implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The physician inserted the trunk-ipsilateral leg component through the dryseal sheath and deployed the stent graft at the initially planned position. After the delivery catheter of the trunk-ipsilateral leg component was withdrawn from the pt, the physician noticed that there was foreign material sticking out of the valve of the dryseal sheath. The physician picked it up from the sheath and continued the procedure without any other event observed. The pt tolerated the procedure. The identity of the foreign material is not known; however, it is being sent back to gore for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.